Manufacturer narrative:
(B)(4). Product returned and evaluated. Meter showed no defects upon investigation. Test strips indicated low results and black chemistry was observed upon qc investigation. Most likely root cause is improper storage conditions, as it appears the delivered product box to the user was damaged after packaging.

Event description:
Customer called stating that the vial was opened and the strips were scattered out of the container. Customer complains that the priority mail box did not say "handle with care" on the outside and the box look damage. He detailed that the cap of the vial actually is cracked as if an heavier item was on top of the box causing it to smash. Adverse event not reported.